Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered this event serious and life threatening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of stomachache, nausea, diarrhea, loss of appetite, weight loss, tiredness, bleeding tonsils and tonsillitis, and itching, rash, hives and swelling of the hands. The patient reported visiting a general physician and an allergist to alleviate the reported symptoms. The patient reported being prescribed zitromax (antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor reported the event was serious and life threatening to the patient.